Event description:
Patient reported on (B)(6) 2013 that beginning on (B)(6) 2013, redness and raw skin under the sensor adhesive only. She reported that it was clear where sensor wire enters skin. The patient reported that she contacted a physician that recommended leaving the site alone and allowing it to clear. The patient reported that she was in good condition at the time of the report.